Event description:
A triple lumen venous catheter was placed in the femoral vein site in 2004. Guidewire was removed and 3 ports flushed without difficulty. Catheter fell out in 2004 and was not replaced. In 2004, a guidewire was revealed on a chest x-ray and was surgically removed.